Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the atrial lead exhibited low impedance and the lead was kinked. The lead was not used and replaced.